Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator. There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. In addition, service found the adhesive on the bending section cover was detached, and the coating on the connecting tube was peeled off. The connecting tube was scratched, cut, and wrinkled. The image guide protector was cut, the scope connector cover was dented and the suction cylinder was shaved. Switch button #1, switch button #3, and switch button #4 were scratched. The protector of the universal cord on the scope connector side was scratched, the universal cord was scratched, and the coating on the universal cord was peeled off. The scope connector was deformed and dented. The bending angle in the up/down/right directions was out of specification due to wear of the angulation wire. There was play in the up/down and the right/left angulation knobs due to wear of the angulation wire. The plastic distal end cover was dented, and the light guide lens was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. And a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized, during every reprocessing cycle, even if the channels were not used, during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.